Event description:
(B)(4). The dealer reported that the tdxspseat custom power wheelchair joystick had a wire pulled out, and it was displaying "missing the elevate" when it was installed. There was no injury reported.